Event description:
It was reported a shocking or jolting sensation when the patient turned his body. Patient indicated that there were no known accidents or incidents related to this complaint. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v011342, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4). 10

Event description:
Additional information received reported that the patient did not have any concerns with his device or therapy.